Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation of fluid loss cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was experiencing fluid loss, though the location of the fluid loss was not identified. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Correction to field b5: describe event or problem. Correction to field h6: component codes. Correction to field h6: evaluation conclusion codes.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was suspected to have fluid loss in the cylinders, although this could not be confirmed and was only assumed. A surgical procedure was performed in which the device was removed and replaced. There were no patient complications reported.